Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a trial patient undergoing a basic evaluation. It was reported that the patient¿s evaluation was not working and was unsuccessful. The patient¿s leads migrated and they would be scheduled for an advanced evaluation. No further complications were reported/anticipated.